Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical sample was returned for evaluation and a catheter was received and physically investigated. During physical investigation, the helix was found heavily clogged with bodily material. It was observed that the inner layer of the tube was damaged several times on several positions all over the length of the tube, the part which was found damaged the most is in the first 60 cm from the tip of the catheter. A clear root cause for these incidents could not be identified but kinking of tube / helix represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, the patient underwent a thrombectomy and atherectomy procedure which was performed using an aspirex device via popliteal vein for cfv thrombus aspiration. During the procedure, normal drainage of the waste bag could not be achieved during suction. The procedure was completed using another device. There was no reported patient injury.